Event description:
Customer reported that the buttons on the insulin pump have an intermittent response. Customer has to hit the device to make them work. Blood glucose value was 330 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.